Event description:
Initial troponin t result of 0.11 ng/ml, 0.12 ng/ml, and 0.19 ng/ml on 3 different patient samples. Repeat of same samples recovered <0.01 ng/ml, <0.01 ng/ml, and 0.067 ng/ml respectively. No information provided to determine if results were used to guide therapy. The incident occurred one month prior to the user facility reporting the incident to the MFR and is no longer occurring. No investigation can be performed as the samples are no longer available. The field service rep has performed performance check tests which were within specification.